Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first flange failed to deploy. During step 2 of the deployment process, the delivery system handle was retracted, but nothing happened. There was no resistance encountered during attempted deployment. When visualized under endoscopic ultrasound (eus), the distal flange was not deployed. While removing the stent and delivery system from the scope, the stent fully deployed in the stomach. The stent was removed from the patient using rat tooth forceps. The procedure was completed by placing another hot axios stent. There were no patient complications reported as a result of this event.